Manufacturer narrative:
The pod was received not deployed. No damages or manufacturing deficiencies that would prevent the delivery of insulin were observed. Investigation of the download data from the returned pod found that the first and second priming sequences ran for the expected number of pulses though the needle did not deploy. A dip in the pulse widths corresponding with the rotational sensor failing to transition as expected was observed in the data. Inspection of the ratchet gear found the upper ratchet gear retainer pin to be loose and inspection of the commutator cap found signs of oxidation along the line of contact between the commutator cap and rotational sensor springs. The loose retainer pin could have contributed to a failure to detent, resulting in the hook talons moving over the ratchet gear teeth and stopping the rotation of the ratchet gear, preventing the firing flat of the ratchet gear from reaching the release bar and preventing the needle from deploying at the expected time. The oxidation could have contributed to incorrect rotational sensor readings that prevented the needle from deploying at the expected time. The exact cause of the needle deployment failure could not be determined. It could not be determined when these damages occurred. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose rose between 20 and 22 mmol/l (360- 396 mg/dl). The pod was worn on the patient's abdomen for between 24 and 36 hours. As treatment, a new pod was applied and a bolus was delivered.